Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open sores under the electrodes from the lifevest equipment. The patient has a history of skin cancer. There was no alleged device malfunction contributing to the irritation. The patient's son who is a surgical rn and neighbor who is a surgical doctor advised the patient to use a band aid and neosporin on the skin irritation. Follow up indicated that the skin irritation improved.